Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. (B)(4).

Event description:
According to the reporter, during a low rectal procedure, the surgeon cut and closed the distal rectum with 2 reloads. When putting the stapler through the trocar, the staples loosened. The surgeon manually sutured the tissue and performed an anastomosis with the stapler to complete the procedure. However, bleeding occurred twice after the procedure. The first time blood loss was 600 cc, requiring a blood transfusion of 4u. The second time there was blood loss of 100 cc.